Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for large ketones and high blood glucose levels of 255 mg/dl. The customer stated that prior to the event, she had been having high blood glucose levels, nausea, and frequent urination. The customer also stated that she was seven months pregnant and that the doctor had told her the ketones could be bad for the infant. The customer further mentioned that she had an episode of high blood glucose levels a few weeks prior to the event, with a blood glucose reading of 400 mg/dl. Programming was correct. Troubleshooting was performed and the insulin pump passed the fixed prime and the high pressure tests. Nothing further was reported.